Event description:
Alcon infinity phaco machine lost power when changing modes. Sales representative was in the or and observed the machine malfunction. Service representative came to the or to inspect the machine. Clinical tech. Was informed. The alcon service rep. Exchanged a circuit board on the machine.